Event description:
Rptr noted six cases of endophthalmitis out of nine procedures from same operating room. Cultured, air vent, found staph epi. Three pts cultured staph epi, but different strains. Infection noted one day post-op in sixth pts, required vitrectomy. No growth cultured.